Manufacturer narrative:
(B)(4). The sample was received and evaluated; however, the problem could not be confirmed and the root cause was not determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. The spike was measured and was in specification limits. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional relevant information is received.

Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy, during use. The customer reported that a mis-spike occurred with their transfer set, when the customer changed a bag by clean flash. There was patient involvement, but there was no patient injury nor medical intervention indicated at the time of the initial report.